Event description:
The pump was in use at the patient's home for an intrathecal infusion of buprenorfin 15 ug/bupivacain 4.75 mg/ml. The patient phoned the pain unit at 1030 to report problems with the pump. It was reported the pump was non-functional and the lcd display is blank, additionally the pump had emitted a two-tone alarm. The patient changed the batteries with no effect. The pain unit advised to press the on/off key to no effect. The pain unit advised the patient to come to the hospital so they can change the pump. The family member phoned the pain unit again after 30 minutes, the patient has begun to feel malaise, and patient has become weak in their arms and legs. The patient and the family member call for an ambulance for transport to the hospital. The pain unit met the patient in the emergency ward at 12.00 noon. The patient was awake, and stable. Despite good sp02, the patient received oxygen. The patient could move their extremities, but did find it difficult too take deep breaths. The tubing clamp was found in the closed position. The patient stayed in the intensive care unit for observation form 1230 to 1600, then released. Prior to release, the patient was started on a new pump at 1430 with the same prescription and program. During the stay in the intensive care unit the patient received 25 mg ketogan (narcotic analgesic).